Event description:
Pt was revised to address femoral component being internally rotated and patella too lateral.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported event; however, provided info stated poor device positioning was a contributing factor. The initial reporting indicated the products were not suspected of failing to meet specifications or contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.